Event description:
It was reported that the patient was unresponsive. He was treated with narcan which corrected it. The pump was then turned down and the patient woke up a little bit, but had become unresponsive again. It was stated that the event was thought to be related to narcotics, but it wasn¿t known if it was related to the pump. At the time of report, the physician wanted to turn the pump down, but it was already set to minimum rate. The device system was used to deliver bupivacaine, morphine, and baclofen. Ten days later, it was reported that, after the patient began to lose consciousness for the second time, the physician decided to empty the pump reservoir and refill it with sterile water. The physician then wanted to give the patient a bolus to clear the catheter, but she had been unable to draw any fluid back through the catheter access port. At that time, an anesthesiologist was consulted and recommended that the patient be intubated immediately based on her symptoms. It had reportedly been determined that the patient was in full baclofen withdrawal after the pump was emptied. The anesthesiologist also stated that the patient could be given the bolus to clear the catheter if she was intubated. Following the catheter being cleared, the physician refilled the pump with only baclofen. At the time of report, the patient was doing well and was not in any pain, though she was being carefully monitored in an acute rehabilitation unit. The physician was not sure what had happened to initiate the event, but had initially thought that the patient was being overdosed by the pump somehow.

Manufacturer narrative:
Concomitant products: product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2010, product type pump; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).